Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was presenting new symptoms since being implanted with scs system. Patient reported having fallen 5x since implant. One of the falls, the patient blacked out while walking, fell and split his lip. With the other events, the patient reported that his leg just went out under him. The patient has surgical, thoracic lead for leg pain. Patient is getting pain relief from his scs system. Patient also had normal post-surgical pain. Patient did have a CT scan in the ER after one of his falls and this was negative. It was reported that there was a possibility the patient has multiple sclerosis (ms), but it is unknown at this time. Patient told caller that he did not think he had turned up the stimulation too high, such that this could be causing the patient to fall. Patient also has had severe urinary retention since implant as well that the patient did not have in the past. Patient was also using a wheelchair at his clinic visit 2 days ago, it was the clinic's wheelchair and the caller did not think the patient typically used a wheelchair on a regular basis. Patient is to follow-up with the healthcare provider. It was considered a sudden/gradual change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient's physician did not think that any of the patient's problems were from the implant. Physician was going to have the patient see a neurologist. It was reported that the patient said his pain was getting better with the hd settings. Rep reported that a catheter was placed previously but did not ask for any further information from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they believed the catheter was placed after the implant, but they would check. No further complications were reported.